Manufacturer narrative:
During follow-up, the patient reported he has been using the m14 catheter for 10 years and had not experienced problems with uti's until this year. He thinks it is because he has had several rough eyelets that caused irritation. He did not save any units that were rough and caused irritation or scratching, and had no lot number information. He cannot remember dates or even the months of his past uti's but remembers he experienced one around (B)(6) 2020 right after irritation from a rough eyelet on a m14 product. His doctor said he would only prescribe antibiotics for a uti going forward if he experiences a fever associated with the uti, and is afraid of bacteria becoming resistent to antibiotics. The patient is therefore looking at other catheters to try.

Event description:
Intermittent catheter patient (user) reported he keeps getting way too many urinary tract infections (uti's) while using the m14 catheter, and he asked to try samples of other catheters. During follow-up, the patient reported he was prescribed an antibiotic and recovered.